Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 432 mg/dl, and ketoacidosis. The cause of the adverse event was due to the customer running out of insulin. Customer was treated with a manual injection of insulin and was given carbohydrates to address the elevated bg, but customer was not feeling well and started to vomit. The nurse took the customer to the intensive care unit (ICU), and was treated with an insulin drip. A pump system check was completed and confirmed the pump was functioning as intended. No issues were identified with the cartridge, infusion set cannula, infusion set tubing or insulin in use at the time of the event. Customer was discharged from the hospital the next day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.